Manufacturer narrative:
Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (reporting country) as follows: it was reported that during an open reduction internal fixation (orif) for a patella fracture on (B)(6) 2018, the 1.0mm cable with crimp broke. It is not known how much tension was applied to the cable, but it was reported the cable was broken when surgeon made one turn of the knob of the cable tensioner. Surgery was completed successfully with a delay of approximately 5 minutes. No adverse consequence to the patient was reported. Concomitant devices reported: cable tensioner (part 391.201, lot number unknown, quantity 1), attachment bit (part 391.883, lot number unknown, quantity 1), provisional tensioning device (part 391.884, lot number unknown, quantity 2) this report is for one (1) 1.0mm cable with crimp. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was performed: please note, this DHR review is for sterilization procedure only: part no.: 498.800.01s, lot no.: l706255: manufacturing location: (B)(4), supplier: frueh ag, release to warehouse date: 22.dec.2017, expiry date: 01.dec.2027: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 498.800.01 / p295805 was purchased at supplier pioneer in us, monument: DHR review for non-sterile part#498.800.01 lot# p295805, supplier: rti surgical/pioneer, release to monument warehouse date: 29.nov.2017: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was conducted. Visual inspection confirmed the reported complaint condition of broken. Dimensional inspection found the cable diameter to meet print. A root cause for the cable breakage could not be determined with this information obtained in the investigation of this complaint. Date of manufacture: 18oct2017, date of failure : 14feb2018, days to failure : 119 days. A review of past occurrences at rti has determined that this is the first confirmed report of this cable breaking intraoperatively. A DHR review was conducted and found that this device met specification prior to shipping. Further investigation will not be performed at this time as the risk associated with this occurrence is low. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.